Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented at the hospital after receiving therapy for ventricular tachycardia, the actuation data could not be obtained from the device since the electrograms could not display it. The device images were sent for evaluation and there were no patient consequences.